Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fusion oxygenator was observed to have a crack at the temperature port, with the issue specifically occurring at the temperature probe prior to use. A temperature port leak was identified. A complete break was confirmed. The device was replaced. No patient complications have been reported as a result of this event. The oxygenator lot numbers associated with the pack are 231382970 and 231412494.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tma is broken off. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes during the pressure integrity testing there were no leaks observed from the tma. Reason for the return was confirmed for a broken tma. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.